Event description:
Blood backed up into side port of sheath during heart cath procedure. Md reports this as an ongoing problem with this product. First known event at this facility. No adverse outcome to pt.